Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated according to malfunction. Leakage from connection between the tubing connector and the infusion set (cannula part/base piece). The lot 6004833 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested for flow. All test results were within specifications. The following test was performed: visual inspection: version 41 quality criteria for products from the inset family.docx (criterios de calidad para productos de la familia inset eng-esp) version.18 acceptance criteria for the spot curing process.doc. Functional 1 version 10 flow test on customer complaints (pruebas de flujo en quejas del cliente).doc. Functional 2 version 25 instructions for the use of the leak equipment in the inspection area (instrucciones para el uso del equipo de fuga en el area de inspeccion).doc. Batch review: the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno inset I 12/6 grey tcap 10pk int was manufactured under system application product (sap) code 1735348 and manufacturing lot number 6004833 on 14-dec-2023 and (B)(4) final units in the machines l171 were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient encountered infusion sets tubing was leaking at the site. The infusion set was in use for 24 hours. No further information.